Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the pipeline flex with shield technology failed to open. Additional information was provided reporting that the patient was treated for an asymptomatic unruptured left carotid-ophthalmic aneurysm. Vessel tortuosity was normal. During the procedure it was the distal end of the pipeline that failed to open even after multiple attempts. The pipeline was removed from the patient and replaced with another pipeline device that was implanted successfully to complete the procedure. There was no harm or injury to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pipeline was in a straight part when they tried to open it. The device was resheathed a couple times and it was observed it would not open, so the doctor did not feel good deploying with a balloon.

Manufacturer narrative:
The pipeline flex embolization device was returned within its introducer sheath. The pipeline flex pusher detached within introducer sheath at the distal hypotube weld (solder joint). The pipeline flex distal segment (resheathing pad/marker, braid, ptfe sleeves, distal marker, and tip coil) was found within the introducer sheath. The pipeline flex embolization device segments were removed from within the introducer sheath. No bends or kinks were found with the pipeline flex pusher. The distal hypotube with the ptfe shrink tubing was found intact. The pipeline flex braid proximal end was found not fully open. The pipeline flex braid distal end was found fully open. The pipeline flex braid ends were found damaged (frayed). The ptfe sleeves and tip coil were found in good condition. The detached pushwire was sent out for sem (scanning electron micrographic) / eds (energy dispersive spectroscopy) elemental analysis. The elemental analysis of the detached pushwire end shows tin (sn), iron (fe), oxygen (o), and chromium (cr) were detected on the wire surface. No other anomalies were observed. The pipeline flex embolization device will be retained as per dpqa163. There was an indication that the event could be related to a potential manufacturing issue; therefore, a device history record review will be performed. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ could not be confirmed based on device evaluation, as the device has been fully deployed and re-sheathed. Failure to open can be caused by patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. However, the cause could not be determined. Regarding the solder joint separation issue, in addition to excessive force, separation can occur due to inadequate solder/tinning. As the analysis showed presence of soldering material (tin); thereby indicating that the soldering was conducted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.